Event description:
The customer reported receiving hemoglobin (hgb) controls out of range on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse observed that the hgb control was low and out of range. The fse noted that the hgb cuvette (chamber) was cloudy and had a slight blockage at waste port of valve vl167. The fse cleaned the chamber and cleaned the blockage from the port. The hgb preamplifier and lamp were adjusted for optimal detection. The repairs were verified per established service procedures. (B)(4).